Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and was very frustrated. Blood glucose level was 300 mg/dl and 600 mg/dl. Customer did not had a meter that was linked to the insulin pump. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will not be returned for analysis.